Event description:
Customer reported that she had high blood glucose for two days due to her insulin pump is not delivering the insulin. Customer stated that yesterday she did a manual injection to lower her blood glucose. Customer stated that she is connected to the insulin pump and she has bolused, but the high blood glucose persists. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.